Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm approximately 1.5 months ago. The aortic neck was barrel-shaped, 33 mm in diameter, 46 mm long, with 70 to 80 degree angulation. The iliac arteries were non-tortuous with mild calcification, and the right and left iliac arteries were 11 mm and 12 mm in diameter, respectively. The right common iliac artery was also 50 to 60% stenosed. It was reported that the talent stent grafts were implanted without issues. Approximately 1 week post-implant, a mild type I endoleak at the proximal neck was noted. In addition, the right common iliac and internal iliac arteries had thrombosed off from the talent extension limb stent graft, and the patient was symptomatic. The physician elected to perform a thrombectomy from the right groin using a fogarty balloon and then implanted another manufacturer's 14 mm x 60 mm stent across the thrombosed limb, which successfully resolved the occlusion, and there were good leg pulses. It was also reported that the type I endoleak had resolved on its own some time after being identified. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) (intervention required) - (B)(4). Evaluation, results: (arterial and venous occlusion), (stenosis of the right common iliac artery). Conclusion: (stenosis of the right common iliac artery).